Event description:
It was reported that following removal and replacement of ilet supplies for an MRI, the user experienced prolonged hyperglycemia with readings reported as ¿high,¿ while the ilet delivered automated correction boluses; troubleshooting included advising a site change, allowing 1.5¿2 hours for recovery, ketone testing with reference to the user¿s ketone action plan, and vigilance for diabetic ketoacidosis symptoms. Symptoms included hyperglycemia without reported nausea, vomiting, loss of consciousness, or other acute clinical effects. Outcomes included no hospitalization, no professional medical intervention, and no use of backup insulin therapy during the event. Investigation included technical support review and user education on infusion site replacement and hyperglycemia management. Investigation of this case revealed an unclear cause of hyperglycemia following supply removal and reapplication, with a potential infusion site or delivery issue not confirmed. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.